Event description:
It was reported to baxter new zealand that there was a disconnection at the titanium adaptor and transfer set . There was no patient involvement, injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The photo of the sample has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4): there was patient involvement; however there was no patient injury nor medical intervention associated with this report.the actual device was not available, however a picture has been provided for evaluation.

Manufacturer narrative:
(B)(4). An actual device was not returned for evaluation, but an image of the affected sample was provided. The reported issue could not be confirmed and the cause was not identified because the visual evaluation of the photographic sample did not identify any issues. A batch review could not be performed because the lot number was not available. If additional relevant information becomes available, a follow up medwatch will be submitted.